Event description:
During a cryoablation a polarx catheter was selected for use. After two ablations, when the balloon was deflated error blood detection error on the console occurred. The catheter had been used for less than 10 minutes in the left atrium, and had already treated 2 pulmonary veins. It is unknown if blood was visible. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to return for analysis. Furthermore, it was reported when the error occurred, and the balloon was removed out of the patient and blood was visible inside the catheter.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon and no external damage was noted. Due to the visible blood, the polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. There was a small breach in the outer balloon that allowed fluid to ingress triggering a true blood detection error. The reported clinical observations were confirmed, though blood was visible inside the balloon contra the initial information received from the field.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation a polarx catheter was selected for use. After two ablations, when the balloon was deflated error blood detection error on the console occurred. The catheter had been used for less than 10 minutes in the left atrium, and had already treated 2 pulmonary veins. It is unknown if blood was visible. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to return for analysis. Furthermore, it was reported when the error occurred, and the balloon was removed out of the patient and blood was visible inside the catheter.